Manufacturer narrative:
The following x-rays were reviewed: in each x-ray the same two plate constructs were observed, and additional independent screws were noted. The part numbers and/or product families are unable to be confirmed based on the x-rays. As there was no reported product problem and no device defects or deficiencies were identified in the x-rays, the complaint condition of the patient¿s inability to fully extend his arm is unable to be confirmed based on the provided x-rays. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the original fracture was a distal 3rd humerus fracture.

Manufacturer narrative:
510k: this report is for one (1) unknown 4.0mm cannulated screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with the following devices for a fracture on an unknown date: a variable angle (va) olecranon plate, four (4) 2.7mm locking screws, one (1) 3.5mm locking screw, one (1) 3.5mm cortical screw, two (2) 4.0mm cannulated screws, a five hole recon plate, two (2) 35mm cortical screws and two (2) 3.5mm locking screws. On an unknown date the patient reported that he could not fully extend his left arm. It is unknown if the patient experienced any pain. The surgeon opted to remove the implants due to lack of full extension. There is no report of device malfunction. Issues that occurred during the revision procedure are addressed in (B)(4).. This report addresses the revision due to loss of range of motion. This report is for one (1) unknown 4.0mm cannulated screw this is report 4 of 4 for (B)(4).